Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to one inappropriate electric shock. The patient was doing planks at the same time. Troubleshooting options were recommended. Currently, the product remains in service and no additional adverse patient effects were reported.